Event description:
Complainant alleged that during patient use, the autopulse® platform performed approximately 3 compressions using a fully charged li-ion battery, stopped and then displayed a "check patient alignment" message. User reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed which found that the battery lock pin was bent, making it difficult to fit the battery into the battery compartment. Based on the condition of the returned device, the cause appears to have been normal wear and tear. The platform was run for 30 minutes using a test mannequin and an additional 30 minutes with a large resuscitation test fixture and no problems were observed. The reported complaint of the platform displaying a 'check patient alignment' message could not be duplicated during functional testing. A review of the archive was performed which showed that no user advisory codes occurred on the reported event date of (B)(6) 2014. However, on (B)(6) 2014, multiple user advisory 2 (compression tracking error) codes were observed. The reported complaint is confirmed based on observance of the ua2 since the platform is designed to display a 'check patient alignment' message when this code occurs. Unrelated to the reported complaint, multiple ua 17 (max motor on time exceeded during active operation) codes were also seen on (B)(6) 2014. Evaluation of the platform did not identify any mechanical issues that may have caused either the ua 2 or ua 17 codes. A cause therefore could not be determined. Based on the investigation, the part identified for replacement was the battery lock pin. In summary, the reported complaint of the platform displaying a 'check patient alignment' was confirmed during archive review. The archive shows that the platform displayed multiple ua 2 advisories on 11/28/2014. Evaluation of the platform did not identify any mechanical issues that may have caused the ua 2. A cause could not be determined. In addition to the ua 2, the archive shows that multiple ua 17 codes occurred on 11/28/2014. A cause for the ua 17 also could not be determined. Following service, the device passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 12/10/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.